Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was returned to the manufacture for evaluation. Vyaire technical support was not able to verify the customer reported issue. Unit passed 91.8 hours of extended testing, unit did not make any abnormal sounds or lights. Passed the initial final test and initial alarm volume test. As a precaution the main board and hybrid board. The unit was on hold for hybrid board and main board shortage. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the revel unit ventilator inoperable light comes on. The ventilator is making high pitch whine. At this time, there is no information regarding patient involvement associated with the reported event.